Event description:
Customer reports lowered qc results when running hemosil synthasil (aptt assay) on their acl top 300 cts instrument in combination with running pt and fibrinogen-c tests. The qc level 2 is lowered 4-6 seconds than the expected mean. When the control is repeated, the value is within 1 sd. Customer now runs qc for pt and fibrinogen-c in one run and aptt in a separate run. There was no reported adverse event.

Manufacturer narrative:
This complaint was originally assessed to not qualify as a potentially reportable incident. However, based on further info reviewed for potential risk on (B)(4) 2013, this complaint was determined to be reportable and is currently under investigation. A f/u report will be filed once a conclusion is determined from this investigation.